Manufacturer narrative:
(B)(4).

Event description:
A device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The data log was reviewed and firmware errors were observed. The reported event of inaccurate cgm values was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.